Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the haptic on the lens broke during insertion. Additional information was requested, yet no new information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).